Event description:
It was reported that during preparation for use, when opening the package at the user facility, a foreign substance was found in the packaging, on the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the product is received and the quality investigation is completed, if additional information is obtained and requires reporting.